Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) of 584 mg/dl which was treated via manual injection. Reportedly, the customer was using fiasp insulin with the pump. Tandem technical support educated the customer that using fiasp insulin is contraindicated. Supply changes were performed to address the occlusion alarms.